Event description:
A surgeon reported that the knives are not sharp. There was no harm or injury to the pts involved. Add'l info has been requested.

Manufacturer narrative:
The customer did not return product sample for eval. Therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. (B)(4).